Event description:
Wife of home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to prime line after several reprime attempts. Per wife, there was no patient injury or medical intervention as a result of incident.